Manufacturer narrative:
Due to character restriction in block e1, e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit not charging batteries. There was no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Corrected fields: d8. It was reported, the cardiosave intra-aortic balloon pump (iabp) batteries will not charge. No harm reported. Despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.